Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 43.3 mm diameter fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the length of non-aneurysm aortic neck was 21 mm, proximal diameter of non-aneurysm aortic neck was 24.2 mm, distal diameter of non-aneurysmal aortic neck was 22.4 mm, diameter of right iliac artery was 17.4 mm, diameter of left iliac artery was 15.5 mm, diameter of right femoral artery was 9.0 mm, and diameter of left femoral artery was 9.0 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that approximately eighteen months from the index procedure the patient expired due to bladder carcinoma which caused the patient to be hospitalized for treatment. During examination it was noted that there was the problem with the patient¿s abdominal aortic stent. The patient underwent surgery for the bladder carcinoma, but was unable to make it through the recovery period. The patient expired in the hospital. The investigator assessment states that the event is not related to the device or procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient¿s condition affected effectiveness of device (bladder carcinoma), lack of information (cause is unknown) evaluation codes, conclusion: inherent risk of a procedure (endoleak), device failure/lack of effectiveness related to patient condition (bladder carcinoma), lack of information (cause is unknown).